Event description:
It was reported that the patient had the artificial urinary sphincter was removed on (B)(6) 2018 due to recurring incontinence. A new artificial urinary sphincter was implanted on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the artificial urinary sphincter was removed on (B)(6)2018 due to recurring incontinence . A new artificial urinary sphincter was implanted on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Device analysis as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.